Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unsuccessful lead implant on (B)(6) 2017. During the procedure, the physician was unable to place the lead in the desired location despite multiple attempts. As such, the incision was closed and the procedure was abandoned.

Event description:
Follow-up identified the physician was unable to implant the lead due to the presence of scar tissue.